Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) had been hospitalized for peritonitis during a call to customer support for a separate issue of draining slowly during pd treatment with the fresenius cycler. There were no reported allegations that the peritonitis event was relate to any issues with fresenius products. Additionally, there were no reported adverse events due to the draining slowly issue. In additional follow-up, the patient¿s pd nurse confirmed the patient was hospitalized on (B)(6) 2022 for peritonitis characterized by nausea and vomiting with cloudy pd effluent. The patient¿s pd culture (obtained on (B)(6) 2022) generated an elevated white blood cell (wbc) count and no organism growth. During the hospitalization, the patient was initiated on antibiotic therapy with intra-peritoneal (ip) vancomycin and fortaz (dose not provided) and the patient continued pd therapy. Subsequently, on (B)(6) 2022, the patient was discharged and is reportedly recovering from the peritonitis event. Per the nurse, the patient continues pd therapy with the same cycler without any issues. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated the peritonitis was attributed to a breach in aseptic technique during the pd exchange.